Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and that was reported that the pump time was incorrect, due to pump reset. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 84 - 314 mg/dl.